Event description:
Healthcare professional reports that a nurse stuck herself with a direct check quality control. Nurse received injury to left hand, second digit. Uncertain if user was using protective sleeve at the time of the incident. No report of serious injury or administration of medical treatment.

Manufacturer narrative:
(B)(4). Customer did not know the lot# of the directcheck quality control involved. (Method) - actual device not evaluated. A CAPA was completed for directcheck starting with lots manufactured in june 2011. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. No product returned. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.